Event description:
A surgeon reported that an intraocular lens appeared discolored (like sunburn) after implantation. The lens remains implanted. There is no pt inpact/injury associated with this event.